Event description:
Complaint alleges that the column would not pass leak test. Alleged defect was discovered prior to pt use during functionality testing.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk, however, the assembly process and mfg procedure for product code (B)(4) were reviewed and no findings relate to the reported issue were found. The sample was not returned for eval, therefore, the complaint could not be confirmed.